Event description:
We received a report that following implantation of a zcb00 intraocular lens, the patient developed uveitis and cystoid macular edema (cme) in the left eye. The patient had routine cataract extraction with phacoemulsification on (B)(6) 2014. On (B)(6) 2014 the surgeon noted anterior uveitis and cme; patient was treated with pred forte and voltaren drops four times a day. On (B)(6) 2014 the cme was resolved. The iol was noted to be uniformly brown in color. Pred forte drops were continued as the uveitis had not resolved. Follow up information showed that on (B)(6) 2014 visual acuity was 6/6-2 with glasses. At this time, the iol remains implanted.

Manufacturer narrative:
. The patient had increased cystoid macular edema (cme) so has been restarted on voltaren drops. There has been no change in the lens, it is still showing brown discolouration. A review of the manufacturing records for the intraocular lens was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. Biological indicators were evaluated for the sterilization cycle and no growth (22/22 no growth) observed. Environmental monitoring records were reviewed and no environmental action was found. Button haze inspection records were reviewed and found within specifications. A review of the raw material/manufacturing procedures did not show any change that could be related to the complaint reported. Retain sample testing was performed for the healon identified used during the procedure and listed as a concomitant product. Visual inspection of retained product from lot# um30696 was performed. No visible defects were found on the package, solution or cannula. The following chemical and microbiological tests were performed on retain samples from lot# um30696: bacterial endotoxins, ph, osmolality and protein. All results from the performed visual inspection and analyses on retained samples from lot# um30696 were within limits and specification. A review of the manufacturing records for the concomitant healon were reviewed. Manufacturing record for lot #um30696 showed all results were within specification. There were no nonconformities. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has ben submitted. Placeholder.